Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) of lot number 6807650 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced deflation post procedure. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information indicating that the date of event is (B)(6) 2017, and patient underwent removal and replacement with catalog number 3501650,lot number 7519199, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The incorrect serial number was erroneously submitted with the initial report. This was discovered on 5/16/2018. Therefore, the correct serial number is being submitted with this supplemental report, and the alert date is of this information is being set to 5/16/2018. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/25/2018. Device evaluation summary: it was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent at the junction with the patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).